Event description:
It was reported that the subject balloon has burst or unable to deflate. The procedure was completed without clinical consequences to the patient. Update: received additional information confirmed that the subject balloon was only burst.

Manufacturer narrative:
Updated the event - the subject balloon was only burst. Device code grid - corrected - deflation problem is not applicable. Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Additional information provided by the customer indicated that no anomalies were noted to the flowgate during the initial inspection and preparation, the device was prepared as per the dfu, there were no difficulties during inflation/deflation of the balloon during preparation, and there were no clinical consequences to the patient as a result of the reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable was assigned.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject balloon has burst or unable to deflate. The procedure was completed without clinical consequences to the patient.